Event description:
It was reported that during collection with a bd vacutainer® sst¿ blood collection tube, there was insufficient negative pressure. There were no reported adverse effects on patients.

Manufacturer narrative:
H.6 investigation summary: material #:367983, lot/batch #: 3153025. Bd had not received samples, but one (1) photo was provided for investigation. The photo was reviewed and the indicated failure mode for underfill was observed. Additionally, twenty (20) retention samples from bd inventory were evaluated by functional testing to draw test for low or no draw and the issue of underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfilled. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection with a bd vacutainer® sst¿ blood collection tube, there was insufficient negative pressure. There were no reported adverse effects on patients.